Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4) implantable cardioverter defibrillator 2013 (B)(6); 6945-65 implantable tachy lead 2004 (B)(6). (B)(4).

Event description:
It was reported that the patient had a suspect infection. The device was explanted. It was also reported that the right atrial (ra) lead had high impedance and high threshold at implant. The ra lead was explanted. No further patient complications were reported as a result of this event.